Manufacturer narrative:
Date of the event (B)(6) 2018. Is an estimate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was noted that patient was not getting coupling bars. The rep reported that the patient had been having recharging issues for a few months. It was reported that patient was currently discharged and may need a new ins recharger (insr) or recharge antenna. It was noted that with another insr , patient was getting between 6-8 coupling bars. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. [Refer to pe (B)(4) for details pertaining the frozen and beeping insr].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating that the patient was doing fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.